Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID 200 laser fiber was opened during an inventory on an unknown date. According to the complainant, during inventory, the tip of the laser fiber was noted to be broken inside the sealed package. Reportedly, no patient or case involved in this event.